Event description:
Emergency medical technicians responded to a person, condition unk. The device was connected to the pt with disposable defibrillation/pacing/electrocardiograms electrodes. According to the reporter, the device alarmed "connect electrodes." No adverse effects to the pt were reported as a result of the alleged malfunction.